Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer alleged that the pump did not deliver insulin as intended. Reportedly, the pump delivered insulin when the pump was "on stop". There was no reported adverse impact to the customer¿s blood glucose. The customer was unable to provide additional information and declined troubleshooting with tandem technical support. Pump data was not available for tandem technical support to perform a review to determine a possible cause.